Event description:
Upon opening the vial containing the donor cornea the user detected a strong odor. The donor cornea was not used. The patient had been prepared for surgery including the use of anesthesia. The pt was rescheduled and the transplant was successfully performed at a later date.